Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: experiencing pain and implant slides when lying down; capsular contracture, baker grade IV.

Event description:
Patient reported "experiencing pain and implant slides when lying down." In addition, physician has reported swelling and capsular contracture, baker grade unknown. Device remains implanted. This relates to the left side.